Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. The analog integrated circuit (aic) was damaged. The battery depletion rate with stimulation off measured per day exceeded the typical battery depletion rate. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Exposing the device to high electromagnetic or voltage transient could cause this type of failure. The root cause of the aic damage could not be determined.

Event description:
A report was received that patient had difficulty charging the ipg. The patient underwent an explant procedure and did well postoperatively. During device evaluation, it was determined that the ipg had premature battery depletion.